Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 588 mg/dl and 260 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.